Manufacturer narrative:
The decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient.software investigation was completed. Investigation found that by uninstalling and reinstalling the software, the image settings were deleted. The site was instructed to update their settings to improve the import of the exams. Software is functioning as designed.

Event description:
A medtronic ent representative reported that, during a functional endoscopic sinus surgery (fess), the computed tomography (CT) images were transferring with black and white switched; bone appeared black and the background was white. In troubleshooting, the medtronic representative was informed the software was uninstalled and re-installed earlier that day. The medtronic representative instructed the site to adjust the software image settings, delete the patient exam, exit and re-enter the program, then reload the exam. After these changes were completed, the images loaded correctly. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome. The site experienced an hour delay to start of surgery.